Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought to the emergency room after experiencing ventricular fibrillation (vf) arrest. The patient received shocks, but all shocks were unsuccessful. The patient was shocked externally and were successful in converting the arrhythmia. The right ventricular (rv) high voltage lead impedance (hvli) was low. On (B)(6) 2018, the explant procedure was scheduled. During the procedure, x-ray showed that the right ventricular lead appeared to make contact with the abandoned rv lead. Both the old and new rv leads were extracted. A new rv lead was implanted, device was explanted and the patient was upgraded to a crt-d system. The patient was stable before, during and post procedure.

Manufacturer narrative:
The reported field event was confirmed. A review of the egms and data showed the device was unable to convert the patient to sinus from high voltage therapy delivery after entering vf and recorded low post-shock hvli measurements. The device was tested on the bench for impedance, sensing, pacing, and high voltage shock and the device was normal. An arc mark was present on the can, which indicates the cause of the field event was due to the 7122q/58, (B)(4) lead anomaly.